Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly during the load process. Customer reported blood glucose (bg) level was 400 (mg/dl) . The customer stated the elevated bg level was also due to running out of insulin prior to the reset. A supply change and a bolus were used to address bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.